Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had a charge circuit timeout after reaching recommended replacement time (rrt). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.